Event description:
During service by baxter, the technician found a defective user interface module printed circuit board. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
Additional information: failure code 703:00 was initially reported by the facility. It is unknown when this failure code occurred. Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 703:00 found in the pump's event history confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.